Event description:
The customer reported having a problem with the charging component - no green light. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported having a problem with the charging component - no green light. There was no reported pt involvement. The customer tested the device with another ac power module and tested fine. The ac power module was replaced to resolve the issue. The ac power module was not available for eval.